Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2016 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 6 months post implant of sepramesh ip, patient was diagnosed with sepsis, postoperative wound infection, hernia recurrence, obstruction, seroma and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, infection, seroma and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged: (B)(6) 2008 - the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. (B)(6) 2016 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #1). Per operative notes, ¿the previously placed mesh was noted to be present and appeared to have pulled off the right side of the fascial margin. Once the adhesions were taken down, a sepramesh ip (device #1) was then placed into the abdomen. The endotak was then employed and the mesh tacked. Additional tacks were placed on the inner aspect of the mesh.¿ (note ¿ previously placed non-bard mesh was visualized). (B)(6) 2009 - patient was diagnosed with type 3 incarcerated paraoesophageal hernia and recurrent incarcerated incisional hernia thereby underwent repair of nissen fundoplication. Per operative notes, ¿encountered previously placed mesh as well as recurrent incarcerated incisional hernia. There were multiple adhesions of the abdominal contents to the parietal peritoneum of the anterior abdominal wall. Attention to the upper abdomen, there was a patient¿s large type 3 esophageal hernia. A synthetic mesh was placed.¿ (B)(6) 2012 - patient had methicillin resistant staphylococcus aureus septicemia. (B)(6) 2012 - patient postoperative course was complicated by sepsis and prolonged wound infection thereby underwent proctocolectomy and ileostomy. Per operative notes, ¿an umbilical incision was made, there was mesh discovered which was not known preoperatively by report of the patient.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with implant of allomax (device #2). Per operative notes, ¿the small bowel adhesions to the anterior abdominal wall was removed. The patient had an old synthetic mesh, which was placed in the posterior rectum but within the peritoneal cavity. The synthetic mesh was removed. The patient had an ileostomy on the right side and was closed. An external flap was created on the left side, a allomax (device #2) was placed over the defect and secured using sutures.¿ (B)(6) 2014 - patient was diagnosed with bowel obstruction and incarcerated parastomal hernia thereby underwent repair. Per operative notes, ¿noted the extensive adhesions. Small hernias were noted in the midline, and on either side of the midline. Noted to have a large loop of bowel in the subcutaneous tissue, which had mushroomed out. The patient had a prior synthetic mesh placed in the peritoneum.¿ (B)(6) 2016 - patient was diagnosed with multiple incarcerated and recurrent ventral hernias with small bowel obstruction thereby underwent repair reduction of incarcerated ventral and parastomal hernias. Per operative notes, ¿a large infraumbilical hernia was identified. There were extensive adhesions, noted to have dilation of most of the small bowel. The epigastric hernia sac contents were excised.¿ (B)(6) 2016 - patient was diagnosed with small bowel obstruction secondary to ventral and parastomal hernia thereby underwent repair. Per operative notes, ¿there were some dilated bowels with lot of adhesions. Noted two additional ventral hernias. There was a seroma on right side. A biological mesh was placed for abdominal wall construction.¿ (B)(6) 2016 - patient was diagnosed with open wound infection and dehiscence; status post complex abdominal hernia repair thereby underwent repair with wound exploration, drainage of complex postoperative wound infection and removal of mesh (device #1). Per operative notes, ¿there appeared to be biological mesh which had dehisced from the margins of the fascia and was floating free in the abdominal wound. There were also some spiral tacks associated with this mesh. The unincorporated mesh (device #1) and the tacks were removed." Attorney alleges that the patient had adhesions, fistulae, pain and hernia recurrence.